Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4)) was evaluated at customer site by a zoll service representative. The reported complaint of the thermogard ivtm system displayed "tcm ID:04" (ce response time-out) upon powering on was confirmed during initial functional testing and event log review. The root cause of the tcm ID:04 error was due to damaged pic-16, likely attributed to wear and tear. The thermogard ivtm system was manufactured in may 2015 and has reach its serviceable life of 5 years. No physical damage was observed on the thermogard ivtm system during visual inspection. During archive review, multiple tcm ID:04 (ce response time-out) error messages were observed on the reported event date. Thus, confirming the reported complaint. During initial functional testing, the thermogard ivtm system displayed "tcm ID:04" (ce response time-out) upon powering, thus confirming the reported complaint. To remedy tcm ID:04 error, the pic-16 was replaced. After part replacement, the thermogard ivtm system displayed "tcm ID:06" (ce post failure) during cooling testing, unrelated to the reported complaint. The thermogard ivtm system will be sent to zoll san jose for further evaluation. A follow-up report will be submitted when the product is received and further investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During initial setup at customer site, a zoll sales representative observed the thermogard ivtm system (serial #(B)(4)) displayed "tcm ID:04" (ce response time-out) on the display screen. The error could not be cleared. No patient involvement.